Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg became inoperable following a pacemaker procedure. Reportedly, the physician used electrocautery during the pacemaker procedure and the patient's scs ipg was not set to surgery mode prior to the procedure. Troubleshooting was unable to resolve the issue. Additional diagnostics confirmed the ipg was in the service application state or inoperable.

Event description:
Follow up information received identified the patient's scs ipg was replaced. Stimulation therapy was restored postoperatively.